Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex biliary rx stent system with preloaded advanix stent was used during a stenting procedure in the common bile duct of a (B)(6) old female patient (patient weight is unknown). During the procedure, as the device was advanced through the scope, the stent came off the guide catheter and became stuck in the scope. The physician removed the scope from the patient and removed the stent from the scope. The scope was reinserted and the procedure was successfully completed with another naviflex biliary rx stent system with preloaded advanix stent with no reported patient complications. The patient was reported to be fine after the procedure.